Manufacturer narrative:
Evaluation summary: the component compatibility is unknown. Neither operative notes nor x-rays have been returned for review. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. With the information provided, a root cause analysis cannot be performed. Manufacturing documentation cannot be retrieved and reviewed and a complaint history search of the manufacturing lot cannot be performed. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that patient underwent a two-stage revision due to infection.